Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they? When was it discovered that the drain was not working? Was there any surgical/medical intervention performed due to the stoma perforation? Where was the tip of drainage tube located? Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the lot number? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a colostomy surgical procedure on (B)(6) 2016 and the drain was implanted. After the procedure, the drain tube did not suction, and thus, fecal waste fluid leaked into the peritoneal cavity at the ICU floor. On (B)(6) 2016, the patient experienced the stoma perforation. The patient was hospitalized due to very serious condition. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: were there any intra-operative complications? If so, what were they? No information. When was it discovered that the drain was not working? After the index procedure on the ICU floor. Was there any surgical/medical intervention performed due to the stoma perforation? No information. Where was the tip of drainage tube located? No information. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No information. What is physicians opinion as to the etiology of or contributing factors to this event? No direct relationship between the involved product and stoma perforation. What is the lot number? Unknown. What is the patients current status? Hospitalized in the ICU.